Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan alleging that their onetouch ultra2 meter was reading inaccurately high compared to a laboratory device. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began on (B)(6) 2016. The patient reported obtaining blood glucose readings of ¿196, 141 and 147mg/dl¿ on the subject meter and ¿128, 128 and 122mg/dl¿ on a laboratory device, obtained within 10 minutes. Based on statistical methodology, these readings exceed lifescan¿s criteria for accuracy. The patient also reported testing on a ¿true-test¿ meter. The patient manages their diabetes with insulin with no adjustments. The patient reported exercising around the time of the reported issue. The patient reported that 4 days later they were hospitalized for ¿high glucose and gestational diabetes¿. The patient reported receiving treatment of insulin, metformin and blood pressure medication. The patient also reported having their diet analysed. The patient reported a blood glucose reading of 122mg/dl while in hospital between (B)(6). At the time of troubleshooting the cca verified that the test strips were stored correctly (per owner¿s booklet recommendation). Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. The hcp treatment was consistent with the alleged elevated reading. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.